Event description:
It is reported by medical staff that a patient at home experienced a battery that will not hold a charge. There is no reported consequence or impact to the patient. During the maccor testing, the battery exhibited early depletion of cell pair #1. No additional information was reported.

Manufacturer narrative:
The returned unit passed visual inspection but failed functional testing. During the maccor testing, the battery exhibited early depletion of cell pair #1 which caused the cell pair voltage to drop below the minimum voltage threshold of 2.8 and 2.7 volts. While the exact cause of the reported event cannot be conclusively determined, functional test results indicate that the battery in question had a cell pair not performing to its required specifications. The company has an action investigation for these events. DHR review did not reveal any issues related to this unit during incoming inspection. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
No testing was performed on the device. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.